Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during self test due to broken trace at pin 1/vdd on keypad assembly. Unable to verify audio/absence of alarm during self test due to hardware low level failures. Device received with same audio tone when switching from volume 5 to volume 1 due to hardware low level failures.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had an audio issue. Customer¿s blood glucose level was 6.5 mmol/l at the time of incident. The insulin pump will be returned for analysis.